Event description:
It was reported that the lead was attempted to be used but was scrapped due to constant noise. The lead implantation was tried with multiple programmers, patient system analyzer (psa) cables, cable adapters, power outlets and connector sleeves. A new lead was used without further complication. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on (B)(6) 2017 notes that the patient had indications of anterior myocardial infarction, chronic systolic congestive heart failure, bifascicular block and persistent cardiomyopathy for which the patient had a bi-ventricular pacemaker defibrillator implanted for primary prevention of sudden cardiac death and drug refractory congestive heart failure. The patient required atrial lead to maintain the atrio ventricular synchrony for cardiac resynchronization therapy.